Event description:
Based on additional info received on (B)(6) 2015, this case initially considered as not related was re-assessed as related. This solicited device case from (B)(6) was received on (B)(6) 2014 from a study investigator via investigator sponsored trial (ist). Pt ID: (B)(6). This case involves an adult male patient of unknown age who experienced kidney disorder nos, pain made him unable to walk, severe knee inflammation, increased cell count (64% polymorphs), pain/pain in injected knee and had fluid aspirated in emergency (around 5 mls) and again on ward (around 45 mls) while receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2013, the patient commenced treatment with intra-articular synvisc one injection at a dose (dose, frequency, batch/ lot number, expiration date and indication: not provided) into an unspecified joint. On an unknown date, the patient had severe kidney disorder nos. It was reported that, the patient was going to have a kidney removed. No subsequent synvisc one injection was given to the study joint. The patient reported that the knee he had injected with synvisc-one became very swollen (severe knee inflammation) and the pain made him unable to walk (intensity: severe). It was reported that the patient believed that the event was definitely related to synvisc-one injection. No intra-articular injection other than synvisc one was given to the study joint and no surgical intervention was required on the study joint. On (B)(6) 2013, patient was hospitalized with pain and swelling in the injected knee. Synovial fluid was aspirated in emergency (around 5mls) and again on ward (around 45 mls)., analysis showed increased cell count (64% polymorphs), no bacteria and no crystals. On (B)(6) 2013, patient was discharged, weight bearing without crutches. Patient had full range of motion. Action taken: unknown. Corrective treatment: triamcinolone (kenacort) for pain made him unable to walk, pain/pain in injected knee and severe knee inflammation and not reported for rest of the events. Outcome: unknown for increased cell count (64% polymorphs) and fluid aspirated in emergency (around 5 mls) and again on ward (around 45 mls) and recovered for rest of the events.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event (ime) for kidney disorder nos, hospitalization and required intervention for pain made him unable to walk, severe knee inflammation and pain/pain in injected knee. Reporter causality: not associated for kidney disorder nos and associated for rest of the events. Company causality: not associated for kidney disorder nos and associated for rest of the events. It was reported that no further information was provided and information about the consent to follow up was not provided. Additional information was received on (B)(6) 2014. Additional events of pain made him unable to walk, severe knee inflammation and pain with details were added. Clinical course was updated and text was amended accordingly. Additional information was received on (B)(6) 2015. Ptc results were added. Additional information was received on (B)(6) 2015. Additional events of "fluid aspirated in emergency (around 5 mls) and again on ward (around 45 mls)" and "increased cell count (64% polymorphs)" and their details were added to the case. The event term was updated from pain to pain/pain in injected knee. Outcome of kidney disorder nos was updated from unknown to recovered. Outcome of pain made him unable to walk, severe knee inflammation and pain/pain in injected knee was updated from recovering to recovered. Hospitalization dates were added. Corrective treatment for the events pain made him unable to walk, pain/pain in injected knee and severe knee inflammation was added. Reporter's causality of pain made him unable to walk, severe knee inflammation and pain/pain in injected knee was updated from not reported to associated. Seriousness criteria for the events pain made him unable to walk, severe knee inflammation and pain/pain in injected knee was added. Company causality was updated from not associated to associated. Laboratory tests were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated (B)(4) 2015: this case concerns a male patient who after receiving synvisc injection was unable to walk. The temporal relationship indicate that synvisc could have a contributing role in the development of event. The events started recovering after receiving treatment so it is difficult to deduce the exact causal relationship between the product and the event. Also, no information regarding the indication for which synvisc was administered and general medical condition of the patient makes the assessment of the case difficult.